Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide details as to what is meant by "staples fired without the locked lever." The initial lever no. Which is meant for closing/locking didn't lock and lever no. Fired the stapler without closing fully leading to misfire. How was the procedure completed? The procedure was completed by hand suturing. On which firing did this occur? In first firing the event occurred. Please provide details as to how the device failed to cut and staple tissue simultaneously / misfire. Post firing as per the visual inspection of the staple line as discussed earlier closing lever(lever no. Didn¿t close fully and firing lever (lever no. When attempted it fired the staples. Was the tissue retaining pin able to be fully engaged? Yes retaining pin was fully engaged. Did the closing trigger break? No. Did the firing trigger break? No. The analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #l51239. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: on which firing did this occur? Please provide details as to what is meant by, ¿staples fired without the locked lever.¿ this is not clear. How was the procedure completed?

Event description:
It was reported that during a low anterior resection procedure, staples fired without the locked lever, resulting in improper staple formation. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.